Manufacturer narrative:
A preliminary investigation was performed on the returned device. During investigation, the device was tested using the patient settings and it operated normally; "no fault found". The device was returned to the manufacturing facility located in sydney australia for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Per the patient's discharge instructions, it was stated that there was no clear reason for the difficulty in breathing. (B)(4) .

Event description:
(B)(4) .